Manufacturer narrative:
The download data could not be obtained because the device would not connect to the master pdm. The pcb was removed from the device and connected to a power source. The pcb was still unable to be connected to the master pdm due to the corrosion. Without the download data, it cannot be confirmed whether or not a hazard alarm occurred. A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components. Without the download data it could not be conclusively determined if this contributed to the reported hazard alarm.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod for less than 1 hour. It was reported by the patient that the pod was alarming during operation.